Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024 for event one and two events on 13-may-2024 and 19-may-2024. The blood glucose level of the patient was 398 mg/dl for event one, 400 mg/dl for another event, ranged between 177 to 234 mg/dl. Moreover, the issue occurred with four similar types of infusion sets used for half hour for event one, same day for two events and one day for third day. No further information available.